Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav1484 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter was used for 2 days, bead leakage was found on the device. There was no reported patient injury. No other information was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, but where or when the catheter was damaged cannot be verified. One 2 fr per-q-cath PICC was returned for evaluation. The PICC was received without the stylet in the lumen. The t-lock extension set remained attached to the catheter. The catheter length had not been modified. A functional test revealed four spraying leaks between the 8 and 10 cm depth marks. The leak sites were microscopically examined and longitudinal splits were found in the tubing. It is possible that the reported leak was caused when the catheter was compressed against the stylet. The catheter may have been compressed against the stylet while in transit, storage, or preparation for insertion. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ manipulation of the stylet within the lumen can also damage the catheter if the stylet is not wetted prior to repositioning. The IFU indicates to never use force to remove stylet. Resistance can damage the catheter. A review of the DHR showed that no problems were identified during the manufacturing process. A lot history review (lhr) of reav1484 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter was used for 2 days, bead leakage was found on the device. There was no reported patient injury. No other information was reported.